Manufacturer narrative:
(B)(4). The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that device embolization occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device & delivery system was advanced via a watchman access system. The device was deployed; however it was not seated properly and was therefore recaptured and removed. A 30mm watchman laa closure device was then deployed; however, this device was also not seated properly and therefore recaptured and removed. This 27mm watchman closure device was then deployed in the laa. All of the release criteria was met; however, upon release from the core wire of the delivery system, the closure device embolized into the left atrium. The physician attempted to snare the device with a non bsc snare, but was not successful. The closure device migrated into the left ventricle and then became caught in the mitral valve. Open heart surgery was performed successfully, removing the closure device and repairing any damage that had occurred. The patient was extubated the next day and was reported to be doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 33mm watchman ® laa closure device was not used during the procedure. The first watchman ® laa closure device that was deployed was a 30mm. The second attempt was made with a 27mm watchman ® laa closure device. The la pressure at the time of implant was greater than 10 and the compression was 8% when the device was released. The patient had no clinical consequences during the event. The laa was closed during surgery.